Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a syndesmotic repair with fibulink. The procedure was completed in 20 minutes. There were no complications postoperatively. The patient continues to have pain at the 3 month mark to the syndesmosis unrelated to device and will stay in the cam and work with pt to transition to regular shoes. The wound healed in a duration of three (3) months. No further information is available. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).